Event description:
It was reported the all of the buttons on the insulin pump had intermittent respond. The device was not dropped or exposed to moisture. Customer's blood glucose was unknown. Issues occurred during normal use. Customer was advised to discontinue use of the device, revert to back up plan, and to return the device for further analysis. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.